Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 350cc gel catalog #3507350bc lot #5746939. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent bilateral breast augmentation with mentor memorygel breast implant 350cc gel breast prostheses. It was reported that both the left and right breast prostheses have ruptured. As a result, the patient underwent bilateral removal and replacement with mentor memoryshape breast implant 305cc gel breast prosthesis and mentor memoryshape breast implant 350cc gel breast prosthesis on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device. White material and gel was observed on the shell surface. Product evaluation discovered a rent measuring approximately 5.5 cm within lines of shell wear, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown and white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).